Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported that there was a gel migration issue. Gel migration issue. Spun for 10 mins in our chemistry centrifuge at the appropriate speed. Tube sat for 30 minutes prior to centrifuging and was checked for clot formation."

Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported that there was a gel migration issue. Gel migration issue. Spun for 10 mins in our chemistry centrifuge at the appropriate speed. Tube sat for 30 minutes prior to centrifuging and was checked for clot formation."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues with the tubes were identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Poor barrier separation can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to poor barrier separation range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in poor barrier separation . H3 other text : see h.10.